Event description:
The ventilator was running fine, suddenly had apnea alarm and the ventilator did not give a breath. The family member of user tried to silence the alarm while they were checking breathing circuit, which nothing was found wrong and alarm was not able to be silenced. After back-up ventilator was set on the pt. They tried to turn off the problematic ventilator. However, the ventilator did not shut off and kept running with "stand-by message" on until battery was empty. The family member plugged the ventilator into ac power source after the ventilator ran down on the battery, then "system error" message appeared on the display.